Event description:
It was reported that the device reached elective replacement indicator. The customer complained that the device longevity was less than expected for the programmed values. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data was collected from the device and analyzed. Time of recommended replacement time (rrt) in save to disk on (B)(4) 2012 device rrt <=2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(4) 2012. One patient alert for low battery voltage on (B)(4) 2012.